Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported by nurse that the length of the powerpicc catheter portion outside the patient's body was 10cm. A reported fracture occurred on the catheter 12.5 cm away from the end of the catheter (namely, 2.5 cm away from the end of the catheter portion placed into the patient's body) more than 1 month after the catheter placement operation, resulting in liquid leakage. The catheter was removed and no patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause was use related. The product returned for evaluation was a 4fr s/l powerpicc catheter. The sample contained extensive tape-like residue from the luer hub through the 12cm depth marking and discoloration of the extension tube similar to chemical staining. Two small (2mm) longitudinally aligned splits were observed 0.6cm distal to the 12cm depth marking (near the end of the observed tape residue). The splits were 180° opposite each other. Microscopic examination of the split regions showed that multiple surrounding regions of the external catheter surface were superficially damaged. The degree and depth of damage varied but all damage was caused by factors external to the catheter. Further microscopic examination of the splits revealed that the fracture edges were sharply formed and tapered in some regions indicating that the damage was inflicted from an external source. The observed damage is characteristic of damage caused by contact with a sharp edged object and the apparent length of use suggested this occurred after manufacture of the product. This type of damage has been previously known to be caused by some catheter securement devices which are not compatible with bard piccs and the location of damage is consistent with that possibility. Care should be taken when selecting catheter securement devices.